Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: patient: 1; meter-inr: 0.9; lab-inr: 1.8. Patient: 2; meter-inr: 7.5; lab-inr: 8.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, inratio: 0.9, reference: 1.8, mean: 1.35, confidence-limits: 1.1-1.9. Set: 2, inratio: 7.5, reference: 8.2, mean: 7.85, confidence-limits: unable to-determine. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 1 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. As of today, products associated to this complaint have not been returned.